Event description:
It was reported that the patient had difficulty recharging their implantable neurostimulator (ins) pocket and had poor coupling efficiency (all coupling boxes were empty). The ins showed a low battery status level. No patient injuries were noted and the outcome was reported as "ok". Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).